Manufacturer narrative:
The investigation into the purge issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the reported day of event are consistent with the complaint and show that over time there was a gradual increase of purge pressure and decrease in purge flow (while purge cassettes 51051 and 90910 were used). However, it is very likely that what actually prompted the aic swap was the inability to continue purging due to the purge disk not being detected during cassette change (to 90526). Analysis of the console log data one week prior to purge disk detection failure showed a rapid increase of purge flow (and decrease in purge pressure) while using purge cassette 918 which is consistent with purge leak. The inspection of the returned console revealed heavy contamination of purge insert and purge disk retainer, broken disk detect flag, and immobilized purge motor shaft (and compromised purge motor shaft gasket). It is most likely that purge fluid residue from the leak (crystallized dextrose) caused the purge flag to fail a week later, which prompted the console swap. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) was experiencing high purge pressures. This aic was replaced with another aic which resolved the high purge pressure issue. There was no patient harm reported.